Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the peritoneal effluent was cloudy appearance during a periodic visit and the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient started treatment with vancomycin (dose, frequency, and lot number not reported) for peritonitis. The patient was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.